Event description:
It was reported that the surgeon was using the device with a reload during a gastric bypass procedure. The stapler misfired (staples would not close). The stapler was checked and used again with a new reload. There was no pt consequence reported.